Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a3b, a5, a6, b5, d6b, h6.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6 lab analysis summary: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as fold flaw opening. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "deflation." Healthcare professional later confirmed deflation. This record is for the right side. The device has been explanted.